Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that ¿error b30 was displayed on the screen¿ because communication failure occurred due to damaged cable. The cause of the damaged cable could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿warning: - follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. - while uncoiling the camera cable, a part of the cable may form a loop of 10 cm or less in diameter. When such a loop is observed, do not forcibly pull the camera cable, but uncoil the loop and straighten it slowly, rotating the camera head. Forcibly pulling the loop can damage the camera cable. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported that a b30 scope communication error appeared on the screen when the hd camera head was plugged into the processor during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and inspection and testing were performed. The b30 scope error was reproduced, caused by a faulty cable. In addition, a puncture and damaged insulation on the cable and a failed leak test were discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.